Event description:
It was reported both leads and extensions were removed due to skin erosion in the patient¿s back at connector between lead and extension site. It was stated the implantable neurostimulator (ins) would be left in and leads would not be replaced until further notice. It was stated the problem was noticed a day prior to report and removal was day of report.

Manufacturer narrative:
Product ID: 37081, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 37081, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The company representative confirmed on 01/03/2014 that no diagnostics were performed and no malfunctions were seen. The devices were not saved at the time of explant. The patient has recovered and has no health issues related to the device.